Event description:
The customer's mother reported that patient kept getting no delivery even thou they changed set and reservoir. Customer stated that patient was in school and tried to bolus and kept getting no delivery. Customer's blood glucose was 144 mg/dl. Customer reported alarm was resolved by a complete set change. The customer will return the reservoir for analysis and requested for replacement. Advised customer the reservoir and infusion set would be replaced. No further information provided.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.